Manufacturer narrative:
Confirmation of how reprocessing was implemented was unable to be obtained from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the nozzle has foreign objects due to insufficient cleaning. Additional findings were as follows: due to damage on zoom charge-coupled device (ccd), zoom does not work smoothly, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has a crack, the adhesive on bending section cover has white-clouded area, the adhesive around objective lens is peeled, the adhesives around light guide lens has white-clouded area, and the plastic distal end cover, the connecting tube both had a scratch. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It is unknown if there was any time lag between the end of clinical use and the start of pre-washing noted. Pre-cleaning: the facility flushed the air/water nozzle with detergent solution. The facility did not presoak the endoscope in the detergent solution. Brushed points for air/water channel performed with clean lint free cloths, brushes, sponges. It is unknown if the facility noted that there were any abnormalities on the accessories used for reprocessing. The facility noted that there doesn't seem to be any variation, but it was reiterated of the importance of thorough precleaning. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the zoom does not work with magnification lever on the evis lucera elite colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.